Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient¿s body mass index (bmi) was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A 7f non-cordis short sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved by manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. One non-sterile vascular closure device 7f - us was received for analysis. Upon visual inspection, the unit was already inserted into a non-cordis catheter sheath introducer (csi). The deployment lever on the device was not pressed, and the plug was present in the delivery shaft, which had dry blood residues, with the indicator wire deployed and the loop in good condition. The indicator window was received in the white/black position, and the cowling guard was found locked. A kinked/bent condition was noted on the delivery shaft approximately 5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameters were measured, and the measurements were taken near the damage found. The results were within specification. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. However, the functional test could not be performed since the unit was clogged with blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars were examined for potential interference, and the iw was inspected for buckling. No anomalies were found to the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopical analysis was not needed since the internal mechanism was reviewed during functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanisms. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. It was also noted that the delivery shaft of the received unit was kinked, which could have been contributed by procedural/handling factors as well. As this kinked condition was not reported by the user, it is likely that this condition occurred after the procedure and was not experienced by the user. However, if it was experienced by the user, this damage could contribute to issues changing to indicator window. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A 7f non-cordis short sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved by manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device will be returned for evaluation.